Event description:
It was reported that a pt experienced a 2nd degree burn on the elbow after an MRI scan. The injured pt reported the injury to the site approximately 5 days after the scan. The pt was instructed to go to the emergency room where her injury was diagnosed as a 2nd degree burn.